Event description:
It was reported that one xience stent was implanted in the restenosed mid left anterior descending (mlad) coronary artery on (B)(6) 2012. The patient had unstable angina on (B)(6) 2014. Revascularization was performed in the 70 to 100% restenosis mlad on (B)(6) 2014 with another xience stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received indicating the angina resolved on (B)(6) 2014. Besides the revascularization that was performed, medications (atorvastatin, clopidogrel, rem-mono retard) were given. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.